Manufacturer narrative:
Results: the distal atraumatic tip was fractured approximately 82.5 cm from the hub. The tape was detach on the packaging card and the packing mandrel was loose inside the sterile pouch with the fractured atraumatic tip on it. The complaint did not involve device functionality, therefore, no functional testing was performed. Conclusions: evaluation of the returned neuron max revealed a fractured atraumatic tip. The packaging mandrel was returned inside the opened sterile pouch detached from the packaging card. If the mandrel is unsecured from the packaging card during retraction of the neuron max, it may pull into the packaging tube. This may cause the distal atraumatic tip of the neuron max to become pinned between the packaging mandrel and the packaging tube. If the neuron max is retracted against this resistance, the distal tip will likely become fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed the distal tip of the neuron max 6f 088 long sheath (neuron max) was broken upon removal from the packaging. The damage to the neuron max was found prior to use and, therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.